Manufacturer narrative:
Follow-up #1 date of submission 11/13/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box revealed unexplained rebooting events. A battery compartment crack was observed. The returned battery cap threads were stripped and the cap could not attach properly to the pump; a power issue was observed. A test cap was able to secure to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with the test cap. No damage or defect was observed to the pump¿s internal components.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a intermittent power (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.